Event description:
The customer obtained 342mg/dl on her accu-chek advantage system. She felt hypoglycemic. The paramedics were called and they obtained 42-45mg/dl on their professional meter. The paramedics did not test the customer until 30 minutes after the 342mg/dl result; therefore the customer received a delay in treatment. She was treated by the paramedics and transported to the hospital. She was hospitalized for 6 hours. New system sent to customer and return requested.